Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1771817; expiration date: 2023-05-04; manufacture date: 2018-05-10. Medical device lot #: 1753135; \expiration date: 2023-03-20; \manufacture date: 2018-04-03. \ investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that ultrasafe x100l pr plum ssl nvs stein plunger fell out. This was discovered during use. The following information was provided by the initial reporter: picked up the syringe from the packaging and the plunger fell out and the medication fell out. Loose plunger, based on sample evaluation no indications for a technical defect.